Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery (a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. The most common penetrating "injury" of the femoral artery occurs during cardiac catheterization performed via the femoral artery. In this case vessel characteristics, patient factors and procedural factors may have contributed to the reported event. The product was not returned for analysis nor were films of the event provided. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
Approximately 30 days after having a smart control stent placed in a heavily calcified and tortuous common femoral artery with a 100% stenosis, the patient was determined to have a pseudoaneurysm at the edge of the stent. There was no vessel perforation. No treatment has been performed at present. The patient is in stable condition and is being monitored over time. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided.

Manufacturer narrative:
Approximately 30 days after having a smart control stent placed in a heavily calcified and tortuous common femoral artery with a 100% stenosis the patient was determined to have a pseudoaneurysm at the edge of the stent. The patient had a fever when the pseudoaneurysm was observed and the physician considers that the cause of the pseudoaneurysm is secondary to a stent infection. There was no vessel perforation. No treatment has been performed at present. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15166126 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery (a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. The most common penetrating "injury" of the femoral artery occurs during cardiac catheterization performed via the femoral artery. In this case vessel characteristics, patient factors and procedural factors may have contributed to the reported event. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the reported infection. The product was not returned for analysis nor were films of the event provided. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.